Manufacturer narrative:
H10: product has been discarded; therefore, not returned to 3m for analysis. The reporter later confirmed there may be other contributing factors to the skin irritation. Skin irritation can be caused by patient sensitivity to the dressing adhesive materials, patient sensitivity to chg, or deviations from the instructions for use (IFU). If the dressing is not properly monitored while in use, skin irritation can occur. Per the product IFU, the safety and effectiveness of 3m¿ tegaderm¿ chg chlorhexidine gluconate dressing has not been evaluated in children under 18 years of age. Use of this product on premature infants may result in hypersensitivity reactions or necrosis of the skin. Also, per the IFU, customer is instructed to not use this product on patients with known hypersensitivity to chlorhexidine gluconate (chg). Ensure site is completely dry before applying the chg gel pad. Observe the site daily for signs of infection or other complications. Dressing should be changed if the dressing becomes loose, soiled, or compromised in any way, if the insertion site is obscured or no longer visible, or if the chg gel pad appears to be saturated or overly swollen. The chg gel pad is not designed to absorb large quantities of blood or fluid. 3m will continue to monitor.

Event description:
A 3m representative reported on behalf of the customer there has been an increase in number of cancer patients requiring hickman line removal and replacement for skin breakdown at the exit site or cuff erosion in the last few months while using 3m¿ tegaderm¿ chg dressing. It was reported that six pediatric patients have required line removal. Some sites were reported to be very wet with skin breakdown around the line. The skin looks infected; although, after wound swabs they have been negative. These patients are on high steroids and low albumins resulting in compromised healing.